Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No product was returned for evaluation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported following an intraocular lens (iol) implant surgery a patient had an unexpected outcome. The lens was explanted and exchanged for another lens.